Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ integrated safety catheter system failed to retract after the safety activation button had been pressed. It was reported that "the needle hit my arm, however after cleaning the blood off my arm, I feel it was the patient's and the needle didn't break my skin". No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received one exposed cannula was received; however, this safety device was not activated according IFU (B)(4). Sample received was activated without any problem, both reported defect were not confirmed. Bd cannot confirm or associate the reported defect to the mfg. This reported defect could be related with an incorrect activation of the device by user. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Investigation conclusion: based on investigation results to date, root cause for manufacturing process cannot be determined; however, this defect could be related with an incorrect activation during your use.